Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Evaluation: it was received for analysis a paper lid, an empty winding former and a suture piece of (B)(4). During the visual inspection of the suture piece, not impression at the swage area and the end damaged (cut) could be observed. In addition, the needle was not return and we are unable to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to that the needle was not received, and condition of suture received, it could not be determined what may have caused the reported incident . If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown day in (B)(6) 2019 and suture was used. The needle detached from the suture. No patient consequence reported.